Event description:
It was reported that the patient had presented to the surgeon status post depuy metal on metal hip complaining of pain. Patient was found to have an infected hip. The surgeon decided to remove the components and implant a temporary spacer using an accolade cm size 2 covered with antibiotic laden cement. This was performed approximately a week ago. Now the patient presents with an internally rotated femur from what appears to be a fracture below the spacer. The surgeon planned to remove the spacer and create a new one using a long gamma nail and antibiotic cement.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown accolade cm size 2 stem. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding a periprosthetic femoral fracture involving an unknown accolade stem that was used as a spacer was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that the patient had presented to the surgeon status post depuy metal on metal hip complaining of pain. Patient was found to have an infected hip. The surgeon decided to remove the components and implant a temporary spacer using an accolade cm size 2 covered with antibiotic laden cement. This was performed approximately a week ago. Now the patient presents with an internally rotated femur from what appears to be a fracture below the spacer. The surgeon planned to remove the spacer and create a new one using a long gamma nail and antibiotic cement.